Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing and inappropriate shocks due to atrial fibrillation with rapid ventricular response. The health care professional was going to discuss further with the physician. At this time, this ICD remains in service and there were no additional adverse patient effects reported.